Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated thresholds, excluding them from having magnetic resonance imaging (MRI). The rv lead remains in use. No patient complications have been reported as a result of this event.